Event description:
Failure to osseointegrate

Manufacturer narrative:
The product has been received and the material number has been updated. The corrected information is provided in this follow up report.

Event description:
Failure to osseointegrate. The product has been received and the material number has been updated. The corrected information is provided in this follow up report.